Manufacturer narrative:
Event date: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the patient's permanent implant procedure, the incision site had opened. It was noted that the physician used a new type of glue but it did not close the incision and did not work very well. The incision site still had some drainage and was not healing, the physician took the glue off and placed steri strips instead. The patient was placed on antibiotics for three weeks. The incision has healed and the patient was doing well.